Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) was plugged into the wall and just shutdown. There was no harm reported.

Manufacturer narrative:
Corrected fields: h6 (investigation conclusions). Updated fields: b4, g3, g6 h2.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code), h8. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was intermittently charging when plugged into the wall. The fse replaced the power management board. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0670-00-1162 rev. H, sn (B)(6) with a reported unit failure of the batteries intermittently charging when plugged into the wall. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure was confirmed. Batteries charged normally multiple times. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. Failure analysis received from the supplier for the part. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.